Event description:
On (B)(6) 2012, the patient's mother contacted animas to report an issue with the pump's display. The reporter claimed that in (B)(6) 2012, the patient awoke to find the pump beeping and when she looked at the pump's display it was blinking and fading. Upon opening the battery compartment, the patient's mother reported that it appeared as if the battery had exploded because battery acid leaked into the battery compartment, out of the battery cap and onto the right hand side of the display screen. It is not known at what time during the night the alleged pump issue occurred or how long insulin delivery was disrupted due to the issue. The patient's mother reported that when the patient checked her blood glucose that morning it was "around 500 mg/dl" and had tested positive for mild ketones. The reporter informed customer support that the patient switched to back up plan (injections) and reported that the patient's blood glucose values were fine by that evening. The alleged pump issue remained unresolved at the time of the call. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history appeared inconsistent related to time and date reverting to default with pump reboots. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump casing was observed to be cracked and moisture was observed in the battery compartment and on the internal circuit board. The user guide instructs the user that cracks, chips, or damage to the pump may impact the waterproof feature of the pump. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.